Manufacturer narrative:
Other, other text: no product was returned. The investigation determined the most probable cause to be the dso sensor and the most probable cause for the air in tubing was user error, most probably due to medication being transferred into the cassette too quickly. However this cannot be confirmed as no product was returned for investigation. If the product is returned this complaint will be reopened for further investigation. A service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported the pump was alarming no disposable and the pump will not run. Per reporter, the patient was advised to silence alarm and reviewed pump settings. It was verified medication and patient is to have pump removed. Per reporter, the pump was powered off, clamped tubing, and removed cassette. Per reporter the patient states air bubbles are present in tubing of cassette. Per reporter the patient was instructed to massage tubing and gently tap cassette on hard surface. Per reporter the cassette was reattached, unclamped tubing, powered on pump, and a restart was attempted. The alarm returned and the screen read pump will not run. Per reported the pump was powered off and troubleshooting steps were repeated, but pump alarm persists. Per reporter, patient instructed to clamp tubing closest to port and call clinic in the morning for further instructions, and to explain medication was stopped due to pump alarm, and patient verbalized understanding. It was reported the patient was to call the hotline for future concerns or needs. The rate was 2.2 ml/hr, res vol 11.5 ml, given 90.55 ml. It was reported that the patient was not affected and there was no injury. Per reporter, no additional information is available.

Manufacturer narrative:
Other text: additional contact information: (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.